Event description:
It was reported taht there was a problem in 2004. No further info was available. Testing 2 months later confirmed taht the device was malfunctioning. Dat was obtained showing that the device had been malfunctioning since 2003.